Event description:
This lead was implanted on (B)(6)2005 and was capped on (B)(6)2013 for an unknown reason. The physician was dr.(B)(6) at (B)(6). No addititonal information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).